Event description:
It was reported that during a peripheral percutaneous intervention, a guide wire detachment occurred. The 100% stenosed lesion was located in the non tortuous, non calcified right tibia. Two guide wires were advanced to the lesion, but would not cross the lesion. One guide wire was another manufacturer's and the other guide wire was unspecified. A pt2 300cm guide wire was advanced to the lesion. The lesion was predilated with another manufacturer's balloon. This balloon was withdrawn, and another balloon was advanced and inflated at the lesion. While withdrawing this balloon catheter, the pt2 guide wire broke within the catheter. A 10cc syringe was used to withdraw the wire back into the delivery system, but was unsuccessful. A 20cc syringe was used to withdraw the wire into the delivery system. The delivery system was withdrawn from the patient. No patient injuries or complications were reported. The patient's current status is reported as "stable."